Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was replaced, and the unit was returned to service. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a system reset alarm and shut down intermittently. There was no report of patient involvement.